Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. It is important to note the associated battery was not returned for evaluation as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.